Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device was exposed to simulated heart load conditions to test pacing and sensing functions, and the device failed the test for battery usage. A coulomb test was then performed. Electrical testing and analysis were conducted, which identified the high coulumb measurement to be attributed to an anomaly in an oxide layer of one of the two transistors which connect the pacing supply to the output. This anomaly caused a high current drain, which resulted in premature battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed a lower than expected longevity estimate. Device data was sent in for analysis, and it was found that power consumption had been abnormally high since implant. It was also found that the device and right ventricular (rv) lead had exhibited low out of range pace impedance measurements. The device was explanted and the rv lead was capped. No additional adverse patient effects were reported.